Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a single user experienced an issue in which an unable to authenticate error message appeared when attempting to sign in using either their username or biometric identifier. Other users were able to sign in successfully using their biometric identifier or username and password. The customer had attempted rebooting the station. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to sign into the station. A technical support specialist dialed into station and navigated to the file transfer tab to review the application log. Identified an authentication failure with the error reason invalid credential. Advised the customer to contact their hospital information technology team (hit) team to reset the users password and attempt to log in again. The customer later confirmed that the issue was resolved. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.